Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, an open condition was found within the device's power cord.. The device's power cord was replaced to address this issue.

Event description:
The MFR rec'd info alleging an issue with a ventilator's power cord. There was no harm or injury reported.